Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in (B)(6) 2016, a 21mm trifecta gt was successfully implanted in a 78 year old female patient for aortic valve replacement (avr). Post procedure echocardiogram was satisfactory. Subsequent echocardiogram on (B)(6) 2021 was again satisfactory gradient of 24mmhg. Patient presented on (B)(6) 2022 with heart failure and an echocardiogram showed a gradient of 45mmhg. On (B)(6) 2022, a valve in valve procedure was performed and a non-abbot device was implanted. It was noted that the patient was stable.

Manufacturer narrative:
An event of heart failure was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.h6 medical device problem code: 1153 code removed.